Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient said they had problems with their previous device, but not as bad. There were no patient symptoms or further complications reported at this time.  Additional information was received from the patient. They reported that they noticed the problems 4-5 years ago. The patient did not know the cause of the sudden loss of stimulation. The patient noted that a new device was implanted and it was much better. They patient wrote that the previous device wasn't helping that much, and that they had many accidents, which was the cause of the replacement.